Manufacturer narrative:
Conclusion: according to the information received from the field the recipient no longer had benefit with the device after a magnet resonance imaging (MRI). Device investigation revealed a fatigue breakage of the bifilar wire, which can very likely be caused by uncommon chronic micromovement or mechanic strain along the bifilar wire in implanted state over the years. However there is not evidence that the reported MRI contributed to the observed damage. Other mechanical damages are attributable to the removal surgery. Further the recipient was re-implanted with a cochlear implant assuming that the recipient was no longer within the indication criteria for the device. This is a final report.

Event description:
It was reported that the implant was defective after an MRI procedure. In addition the user's hearing had deteriorated. The user was re-implanted with a cochlear implant.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the implant was defective. The user was re-implanted with a cochlear implant.

Manufacturer narrative:
Additional information: according to the limited information received from the field the device was explanted due to a device malfunction. Further the recipient was re-implanted with a cochlear implant assuming that the recipient was no longer within the indication criteria for the device. To determine an exact root cause a device investigation of the explanted device is necessary. The explanted device has not received for investigation yet.

Event description:
It was reported that the implant was defective. The user was re-implanted with a cochlear implant.